Manufacturer narrative:
Correction: on initial MDR the evaluation patient code was not included. It should have been 1932 and 2137 on the original MDR ¿ (corrected information provided in h.10.) Additional information provided in h.3, h.6 and h10. A sample was not received at the manufacturing site for evaluation for the report of tass, therefore, the condition of the product could not be verified. Even though no lot number was identified with this complaint; our products are processed and released according to the product¿s acceptance criteria. The most likely cause for the complaint issue is from the cleaning or sterilization process when reprocessing reusable surgical devices. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a patient developed toxic anterior segment syndrome (tass). A questionnaire was received reporting that two days after an intraocular lens (iol) was implanted the patient had decreased vision with cells and fibrin in the anterior chamber. An anterior chamber paracentesis was performed with intravitreal antibiotic steroid administered. Normal postoperative medications were used as well as an added pupil dilating medication. The site suspects that the handpiece injector had not been cleaned properly as flaking material was noted to be coming off of it at some point.